Event description:
Clinical study. During a coronary artery drug eluting stenting procedure there was balloon withdrawal resistance. The lesion being treated in the index procedure was a 2.75mm, 90% stenosed, 24mm long portion of the mid left anterior descending (mid lad) artery. The physician treated the lesion with predilatation and successful placement of a taxus liberte 2.75x28mm drug eluting stent in the target lesion. There was severe balloon withdrawal resistance. This resolved without treatment or injury to the pt. The pt was discharged 2 days later on plavix and aspirin. This product is only ous approved but it is similar to a marketed us device.